Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific¿s technical services in (B)(6) 2017. The fcr requested review of an electrogram printout that appears to demonstrate minute ventilation (mv) oversensing. The technical service¿s consultant agreed that oversensing was identified on the right atrial (ra) channel from a stored atrial tachycardia response (atr) episode. The patient was asymptomatic at that time. The technical service¿s consultant discussed reprogramming options to help mitigate mv oversensing and inappropriate atrs. A review of stored data found that there had been other atr episodes stored and there has been one pacing impedance rise of 400 ohms on the ra lead on (B)(6) 2017. The technical service¿s consultant discussed continued monitoring of the ra lead. Boston scientific received information from the fcr that the device's respiratory rate trend feature was reprogrammed off. Aside from the reported 400 ohm increase there were no reports of any out-of-range (greater than 2000 ohm) pacing impedance measurements. The system will be evaluated at the next scheduled follow-up clinic appointment.

Manufacturer narrative:
The available information suggests that the ra lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services in late (B)(6) 2018. A review of a remote transmission from the latitude patient monitoring system identified right atrial (ra) pacing lead impedance that was out-of-range. Electrogram noise was seen on episode #atr-4. There was an earlier ra pacing impedance spike and there is visible mv chop on episode #atr-5. The clinic nurse contacted boston scientific's technical services again two days later. The clinic nurse reported that the ra pacing impedance was greater than 3000 ohms but is not back in range. No noise was seen on the ra electrogram. The technical service's consultant commented that further action is a medical decision. The physician may want to consider continued monitoring of the ra lead.